Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not able to adequately charge. The patient underwent a replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the facility.